Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The log file captured no external power alarm events on (B)(6) 2010. According to the voltage values, there was a loss of power from the mobile power unit and the system reverted to the internal backup battery for power. The system continued to operate at the stored speed value of 5,500 rpm during the events. Power was restored and the no external power alarm cleared. Additional information communicated on (B)(6) 2021 indicated the device is currently operational and will not be returning for an evaluation. The information indicated the device does have the v-lock connector on the ac power cord. It was reported the no external power alarm was a result of the house losing power. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed, including no external power alarm. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) ) was shipped to the customer on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic and their controller indicated a few episodes of no external power in the device history. The patient was unsure of the circumstances surrounding the alarms. Technical services (ts) reviewed the log files and observed no external power and low power hazard alarms while tethered to the mobile power unit (mpu) on (B)(6) 2021 from 1:19pm to 1:21pm. The controller was momentarily disconnected from an external power source, causing the controller to momentarily operate on its emergency backup battery (ebb). This was caused by power to the mpu being briefly interrupted. The event log also captured a transient backup battery fault on which appeared to have resolved. There was no interruption in pump support during these events. According to the vad coordinator, the mpu reportedly did have a v-lock connector on it's a/c power cable. It was confirmed with the patient that there was loss of power to the house during the reported event.